Manufacturer narrative:
Info was received from a consumer who is not required to complete form 3500a. Eval summary: surgical notes or x-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. Pt factors that may affect the performance of the components such as bone quality, height/weight, activity level, type of activity (low impact vs. High impact) are unk. A definitive root cause cannot be determined with the info provided. However, the complaint may be revised upon return of add'l info. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs.

Event description:
It is reported that the pt is experiencing knee pain.